Event description:
A customer reported that the battery of their pump was draining quicker within a day, whereas it used to last 2-3 days. There was no adverse impact on the customer¿s blood glucose level. The customer declined any follow-up, and no further action was taken.